Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a low battery alarm, sensor error alarm and a battery out limit alarm. Customer's blood glucose was 39 mg/dl, which was treated with orange juice. Customer reported that battery was out for longer than recommended. Customer was advised that this was normal pump behavior.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.